Event description:
A patient sample was tested for troponin (accu tni) and a result of 2.57ng/ml was obtained initially and a "sys" error when the sample was reflexed. (Sys = a device error occurred during processing. Review the event log and repeat the test.) The initial result was reported out of the lab. The patient was transported to another facility and a subsequent sample was drawn and a result was 0.03 (units and methodology not supplied) the original sample was then re-tested twice on the dxc 600i instrument and results obtained were: 8.15 and 46.46ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin pst tube and centrifuged 5 minutes. The specimen appearance was normal. Qc was within specifications before the event. A system check performed in 2009 passed. The device "sys" flag obtained on the reflex test correlated with a wash valve/pump motion error in the event log which occurred at the same time. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing which failed. B) the fse inspected the instrument and found a loose pin on the wash valve rotor and replaced the rotor along with the wash valve cap. C)the fse verified the instrument and then repeated the diagnostic testing which passed. Although hardware issues were addressed, no clear root cause has been determined to date. A malfunction will be assumed for the purpose of this report.